Event description:
The nurse reported the surgeon has noted a lull in toggling between 1 and 3 on the footswitch. The nurse stated a posterior capsule tear occurred. The nurse stated the surgeon is an experienced surgeon; however, he is on a learning curve with the system. Multiple attempts were made for more information and patient's status with no response to date.

Manufacturer narrative:
The company service representative examined the system and did not find a problem. The system was then tested and met all product specifications. A review of the service requests indicates no related reports for the system in the last 24 months. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. This report was mailed to FDA on: 09/16/2009.